Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: initial and fu were processed together. Reporter information were added. Event perforation nos and oophorectomy added from f up. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.